Event description:
It was reported that the patient presented for a scheduled MRI. After the MRI scan, the patient was experiencing pocket stimulation. It was noted that the implantable cardioverter defibrillator was not interrogated or placed into MRI mode prior to the scan. An interrogation was performed, and it was discovered that the device was in backup mode. Programming changes were performed, and the device was successfully restored. The patient was in stable condition.